Event description:
It was reported "upon what appeared to be a routine, straightforward insertion, the needle did not safety properly. No patient harm, no clinician harm, catheter placed successfully and functioning properly."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the safety mechanism separated from the needle was confirmed, but the exact mechanism of damage was undetermined. One powerglide pro deployment system was returned for investigation without the catheter. The safety mechanism was received separate from the needle and was full of what appeared to be dry blood. The o-ring was not in the correct position within the safety mechanism. A microscopic examination of the safety mechanism revealed a break in the o-ring, which would allow the safety mechanism to separate from the needle. A portion of the o-ring cross section exhibited a glossy and striated surface, which is consistent with sharp instrument damage. A nick in the o-ring appeared to be a contributing factor in the material break. The cause of the nick is unknown, but may have been attributable to compression of the material against a sharp edge of the device. No damage was observed on the other components within the safety mechanism. Whether the damage occurred at the time the safety mechanism was activated could not be determined and the observations of the returned sample and a review of the manufacturing records do not point to a specific root cause. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp1919 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "upon what appeared to be a routine, straightforward insertion, the needle did not safety properly. No patient harm, no clinician harm, catheter placed successfully and functioning properly."